Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of her coils had migrated out of her fallopian tube") in an adult female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient started essure. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), pelvic pain ("increasingly severe pain / chronic pelvic pain"), back pain ("chronic back pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (remaining coil removed). At the time of the report, the device dislocation, menorrhagia, abdominal pain, pelvic pain, back pain and alopecia outcome was unknown. The reporter considered device dislocation, menorrhagia, abdominal pain, pelvic pain, back pain and alopecia to be related to essure. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and her coils had migrated out of her fallopian tube (device dislocation) amongst non-serious events. She underwent a surgery to remove the remaining coil. The event is anticipated in the reference safety information for essure. The exact date and mechanism of dislocation are not known. Considering the nature of the event, a causal relationship with essure was considered as related. This case was regarded as incident as a surgical procedure was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of her coils had migrated out of her fallopian tube") in an adult female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient started essure. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), pelvic pain ("increasingly severe pain / chronic pelvic pain"), back pain ("chronic back pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (remaining coil removed). At the time of the report, the device dislocation, menorrhagia, abdominal pain, pelvic pain, back pain and alopecia outcome was unknown. The reporter considered device dislocation, menorrhagia, abdominal pain, pelvic pain, back pain and alopecia to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and her coils had migrated out of her fallopian tube (device dislocation) amongst non-serious events. She underwent a surgery to remove the remaining coil. The event is anticipated in the reference safety information for essure. The exact date and mechanism of dislocation are not known. Considering the nature of the event, a causal relationship with essure was considered as related. This case was regarded as incident as a surgical procedure was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.